Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon separation occurred. The procedure was to treat two lesions, one in the ostial/proximal diagonal branch and one in the mid left anterior descending (lad). The 2.75x15mm taxus express2 drug eluting stent was delivered to the ostial/proximal diagonal branch and was successfully deployed to 16 atmospheres (atms) and the stent delivery system was withdrawn back into the guide catheter with no problems. While the first stent delivery system was in the guide catheter, another stent of unk size and type was delivered to the mid lad and deployed with no issue. That stent delivery system was also returned to the guide catheter. The wire from the diagonal branch was removed and a picture was taken. "The end of the 2.75x16mm taxus stent balloon where the wire exits the system was noticed to be broken free from the rest of the stent delivery system and hung up in the proximal left main artery/distal aorta. The fractured portion of the stent balloon was retrieved by pulling the lad wire back into the guide catheter along with all devices removed from the body through the guide catheter. There was no harm done to the pt and the coronary intervention was complete with a good angiographic result." Further info was requested but was not available.